Event description:
Per the independent repair center, the customer alleged problem is alarming. The key failure is the pc board will not start the unit. As stated on the repair statement additional malfunction on this device: pilot valve alarms and shuts down.